Manufacturer narrative:
The motor controller board was received for failure investigation. The customer complaint was not verified. The returned motor controller board performed normally. No fault was found.

Manufacturer narrative:
G4: 19aug2020. B4: 14sep2020. No product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G3: 21apr2021 b4: (B)(6)2021 the occurrence of diagnostic code mc pcba adc failed was confirmed in the repair center. In addition, occurrence records of the following errors were confirmed in the event log: machine and proximal pressure sensors failed , ventilator restarted due to anomalies detected during operation, backup alarm failed , auxiliary alarm supply failed , 5 v supply failed, ovp circuit failed, da pcba adc reference failed , 35 v supply failed and mc pcba adc failed . It was also confirmed that the vicinity of u22 on motor controller board has corroded. The motor controller board needs to be replaced. The motor controller board was replaced at the repair center and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
It was reported the motor control printed circuit board assembly analog to digital converted failed. There was no patient involvement.